Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report that the receiver is turning off on its own on (B)(6) 2015. The distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).